Manufacturer narrative:
At this time no conclusions can be made. It is unknown to what extent the bard/davol ventralex st device may have caused or contributed to the events as alleged by the patient¿s attorney. Adhesion is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgical repair of an umbilical hernia. A ventralex st was implanted in the plaintiff during this repair. (B)(6) 2017: the patient underwent revision surgery. The physician observed nonattachment of the mesh in several areas with omentum incarcerated on the undersurface of the mesh. The physician further observed that there were extensive adhesions of the anterior abdominal wall concerning the entire surface of the mesh. Patient experienced abdominal bulging and significant periumbilical pain. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.